Manufacturer narrative:
(B)(4). A visual and functional inspection was performed on the returned device. The reported shaft leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the during preparation of the 2.8 x 26 mm graftmaster stent delivery system (sds) when connected with the indeflator, it was found that there was a leak in the distal shaft. The graftmaster was not used on the patient. A new graftmaster sds was used to finish the procedure successfully. There was no clinically significant delay in the procedure. No additional information was provided.